Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ilxch1620135 stent graft, implanted: (B)(6) 2009; iexch182485 stent graft, implanted: (B)(6) 2009; bfxch2816135 stent graft, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise when four hundred episodes of ventricular high rate episodes were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.